Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken belt clip rails, serial number label missing and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump rail was broken. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.